Event description:
The complainant reported that an automated impella controller (aic) was being prepared for use during an ICU training session when a defect was observed in the area where the purge disc is inserted. The device had been stored prior to the training session, and the cause of the defect was not known to the user facility. The issue was identified during non-clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.